Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit displayed safety disk replacement. There was no patient involved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional point of contact: (B)(6), biomedical engineer. A getinge field service engineer (fse) evaluated the iabp and found that the machine is due for safety disk, the fse replaced the safety disk, and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units device is not functional.